Event description:
It was reported that during transport when the patient was placed on the ventilator, the patient became tchypnic, diaphoretic, and cyanotic. The patient's sats dropped from 100% to 79% and her respiratory rate was 40+. When the patient was placed on her own ventilator, her sats went back to 100% and her color immediately improved. It was also reported that the customer's o2 supply was good and the revel ventilator was operating.